Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.